Event description:
It was reported that the patient was found to have high impedance. The physician believes the high impedance is due to patient growth, as the patient is now very tall and obese. The lead has also been implanted for 6 years. The patient has been referred for a full revision. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
An implant form was received confirming that the patient's generator and lead have been explanted and replaced due to high lead impedance. The explanted device will not be returned for product analysis as the device was discarded per hospital policy. No other relevant information has been received to date.